Event description:
Patient reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and deformation. Observed split in patch area ¿ss¿, it is out of specification per qa199.04, was identified which is characterized as a workmanship. Base on the device analysis the final assessment is: observed split in patch area, was identified which is characterized as a workmanship however it is not related to the complaint. The device is not rupture. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, g2, h6.

Event description:
Patient reported "rupture" against left device. The device remains implanted.

Event description:
The device has been explanted.